Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the implantable neurostimulator (ins) had not been programmed at all yet and the patient had not used stimulation yet. They wanted to do an MRI to check on the ins pocket because they had a concern about fluid at this site and possible infection. The patient was also having pain in that area. These symptoms began the day after surgery. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.